Event description:
On (B)(6), 2010, a doctor reported that six patients experienced the debonding of a crown that had been placed with maxcem elite. This MDR is the third of six reports.

Manufacturer narrative:
The product was returned by the customer and evaluated. Testing was unable to be completed because the product set up immediately in the dispensing tip. The behavior of the material as well as further evaluation of the product labeling led to the determination that the product was not a kerr product but a counterfeit.

Manufacturer narrative:
The crown was recemented with a different product and the patient is doing fine. The product was not returned for evaluation; therefore retain samples were tested for adhesive strength and met product specifications. A review of the manufacturing records indicated that there were no non-conformances or variances during the manufacturing process. In addition, a review of the complaint database indicated that no similar complaints were received regarding the lot in question. These investigation results have led to the conclusion that this incident was an isolated incident and the cause of the debond was due to a user or technique-related problem and not due to a product failure.